Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: exposure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported ¿left side exposed implant¿. Device has been explanted.